Event description:
Shock delivered notification was received on the customer support helpline queue. Patient's caregiver confirmed patient receiving therapeutic shock. Ems was called and patient got transported to hospital ER for medical treatment. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.